Manufacturer narrative:
A beckman coulter field service engineer was not dispatched to evaluate. The local fire department determined that an electrical fault in the power cord for the printer had caused the fire. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
On (B)(6) 2015 the customer reported that a fire which had occurred in the customer's laboratory may have been caused by the printer supplied with the customer's access2 immunoassay system, serial number (B)(4). The fire was extinguished by the customer and the fire department was summoned to the customer site. The customer indicated that no injuries to any persons had occurred as a consequence of the fire and that a wall, baseboard and drain tubing in the laboratory had been damaged.